Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced shocking sensations in the neck and left arm. The patient was treated for these sensations by device reprogramming and was advised to turn the unit off. Adjustments were made during a clinic visit, and the patient reported improvement at that time; however, the sensations persisted, leading to further communication and a threatened lawsuit. No deaths, infections, illnesses, or procedural/device-related complications were reported. No imaging or testing was conducted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.